Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.  If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor partially detached from the skin after 11 days of wear. The caller reported the sensor signal loss issue which resulted in the sensor failing to alarm when blood glucose was low. As a result, the customer experienced symptoms of sweating and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated (unspecified) and no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch or sensor adhesive. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). Broken snaps were observed. This issue was forwarded to extended investigation as the adhesive pad was still present on the returned sensor. Visual inspection on the returned sensor and no issues were observed. Data was extracted using approved software and the sensor was in state 5 (indicating normal termination). The returned sensor was reprogrammed, inserted into a simvivo fixture, and activated with a known good reader. Connected the reader to software and wrapped the reader in aluminum foil to stimulate a signal loss event. A signal loss alarm/message was successfully triggered. No product malfunctions or issues were identified. This issue is not confirmed as the signal loss alarm triggered successfully. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor partially detached from the skin after 11 days of wear. The caller reported the sensor signal loss issue which resulted in the sensor failing to alarm when blood glucose was low. As a result, the customer experienced symptoms of sweating and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated (unspecified) and no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor partially detached from the skin after 11 days of wear. The caller reported the sensor signal loss issue which resulted in the sensor failing to alarm when blood glucose was low. As a result, the customer experienced symptoms of sweating and a loss of consciousness. The customer was able to regain consciousness on their own and self-treated (unspecified) and no third-party treatment was required. There was no report of death or permanent injury associated with this event.